Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer representative (rep) reported that the battery overdischarged due to the patient not using stimulation or charging it. No communication was possible with the patient programmer (pp), the clinician programmer (cp), or the implantable neurostimulator recharger (insr). The antenna locate feature was used to get the battery charging normal again. The issue was noted to be resolved. The patient was alive with no injury and no surgical intervention was planned or had occurred. The overdischarge was discovered during a reprogramming session. It was noted that they had not been able to turn stimulation on/off or up/down at times which may have led to the overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
It was reported by the patient that there was a damaged recharger antenna. A poor communication screen was displayed on the patient programmer (pp). They noted that the pp wasn't communicating with their implant but then later stated that it would turn stimulation on and off but would not increase and decrease stimulation. In addition, they stated that the pp had not been working for over a year. They wanted to decrease the stimulation so they wouldn't get shocked when they turned stimulation on. They had last felt stimulation a few months ago and the last successful recharge was a couple of months ago. However, the patient did say that two weeks ago they were able to get boxes on the screen and the implantable neurostimulator (ins) showed it still had some charge. A new recharge antenna was ordered. They reported that the reason for not charging the ins was that they did not use it that often. Their relevant medical history was spinal pain. Their legs had been bothering them since (B)(6) 2015. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.